Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed at the distributor. The reported problem (damaged battery contacts) has been confirmed.  Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to contamination and corrosion in the j1 battery connector. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor. Device evaluation of charger sn (B)(4) was completed. The reported problem (charger faults) was confirmed. Upon investigation the charger failed incoming testing. The charger was displaying a yellow light indicating battery faults. The charger faults were due to battery faults. The root cause investigation is underway at the supplier. No adverse event resulted from the defective charger. Device manufacturer date: integrated charger: 10/08/2019. Monitor: 08/03/2015.

Event description:
A us distributor reported that a patient was receiving charger faults, and also reported having damaged battery contacts.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #1 light when no battery was inserted, indicating a charger failure. The charger failure was isolated to corrosion on the battery board. The root cause for the defective charger cannot be positively identified. No adverse event resulted in damaged charger. Device evaluation of charger sn (B)(6) was completed. The reported problem (charger faults) was confirmed. Upon investigation the charger failed incoming testing. The charger was displaying a yellow light indicating battery faults. The charger faults were due to battery faults. The root cause investigation is underway at the supplier. No adverse event resulted in damaged charger.

Event description:
A us distributor reported that a patient was receiving charger faults. A us distributor reported that a patient was receiving charger faults, and also reported having damaged battery contacts.